Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The device was implanted via v-p shunt to a patient with a brain tumor at a different facility. Doi and the initial setting are unknown. In (B)(6) 2016, the patient was transferred to the reported facility and then the pressure setting was checked with the tool kit. One week later, the surgeon noticed that the setting had changed unintendedly, and x-ray images suggested that the setting had changed about 2 levels. Finally, the setting was changed back to the previous level with the tool kit, and there was no harm to the patient. The surgeon has no idea about the cause of the event, but the possibility of the setting being changed accidently at the first setting check cannot be ruled out, because MRI was not performed and a second setting check with the tool kit was not done before the event. The patient's condition is now good.